Event description:
It was reported that during a routine device change out, the lead insulation exhibited an anomaly. No electrical anomalies were noted but the physician elected to explant and replace it.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.